Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o ring. A test p cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump received motor error. Customer was able to clear alarm and rewind process. Customer stated that insulin pump had crack at reservoir compartment and battery compartment. Reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery, motor error alarms due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring. Motor passed motor test.